Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead (only connector portion) was returned in one piece. Full breached outer insulation degradations were found distal to connector boot. Actions have been taken to prevent reoccurrence.